Event description:
An article published by the cardiovascular and interventional radiological society of europe reviewed the "ten years of experience with the gore excluder stent-graft for the treatment of aortic and iliac aneurysms: outcomes from a single center study" (dr. Maleux, h. Claes, a.van holsbeeck, r. Janssen, a. Laenen, s. Heye, s. Houthoofd, I fourneau, published on line on august 6, 2011). Between (B)(6) 1998 and (B)(6) 2010, a total of 121 nonconsecutive pts underwent implant of a gore excluder endoprosthesis. Eighty pts underwent treatment for an aortic aneurysm; 25 pts underwent treatment for an aortoiliac aneurysm and 16 pts underwent treatment for a common iliac aneurysm. These procedures were performed at the university hospitals of (B)(6). The article described an event wherein a late complication involving proximal infolding of the stent graft was determined three months post operatively. The pt required reintervention and a palmaz stent was implanted which completely resolved the infolding.

Manufacturer narrative:
Further info regarding these events was requested but not available. The lot/serial number was requested but not provided to gore. A review of the mfg records for the device could not be completed. According to the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to surgical conversion. Please note: the average age of the pts discussed in the article was 72.8 yrs old; and 97% of the pts were men. This report reflects the pt was a (B)(6) male. Please note: the article was published on august 6, 2011. Add'l info about specific pts, devices, and events is not available; therefore, gore was not able to determine if any of these events were previously reported.